Event description:
The pt was injected into the nasolabial folds, marionette lines, and cheeks. A little over a month later, she allegedly developed swelling on the right cheek, left jaw line, and left corner of the mouth. She also developed nodules on her left cheek. A culture was taken approx a week later. The pt was originally treated with a medrol dose pack and hyaluronidase. Afterwards, she was administered vibramycin 100, prednisone, and cipro. Another culture was taken at a subsequent visit after drainage.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.